Event description:
Ous MDR - after an implantation time of about 25 months, oversensing with inappropriate shock deliveries was reported. The leads and the ICD were exchanged. It was also reported that the two leads were accidentally disposed of and not returned to biotronik.

Manufacturer narrative:
During the visual incoming goods inspection, the discoloration of the ICD housing mentioned in the complaint text could be confirmed. This kind of discoloration can arise on the housing surface of the ICD from the formation of titanium oxide, due to the strong electromagnetic fields during a shock delivery. This is a normal oxidation process, with the location and intensity of the discoloration depending on the individual strength of the induced electromagnetic field. The discoloration has no effect on the functionality of the device. The ICD first underwent a status interrogation. The device status was mol1, 102 charge processes had been registered. The memory content of the ICD was checked; interference in the right-ventricular channel could be seen in all available iegms, which confirmed the clinical observation. The device's signal sensing and capability to provide therapy were then tested. The signal sensing proved to be free of noise; the ICD sensed supplied signals free of interference. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time, in particular, proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. In summary, the ICD proved to be fully functional. The discoloration of the housing is based on a normal oxidation process and has no impact on the functionality of the device. The leads complained about were not available for analysis. The interferences observed in the iegms in the right-ventricular channel indicate lead damage.